Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review, it was found, that patient's right ventricular (rv) lead exhibited noise oversensing. During lead revision procedure, insulation degradation was also noted. The leas was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of oversensing noise and insulation degraded were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the ring electrode cables lumen with both of the ring electrode cables coating abraded due to friction to another device or feature of the patient anatomy. The cause of the reported events was isolated to the external insulation abrasion and the exposure of the ring electrode conductor cable in the abrasion zone due to friction to another device or feature of the patient anatomy. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. No anomalies were found.